Event description:
The outpatient surgery nurse was called to the room by the patient. The patient had just returned from the bathroom and reported that he was short of breath. The patient's o2 saturation was 88-89%. The nurse noted that the second unit of blood was almost completely infused. This second unit of blood had nearly completely infused in 2.5 hours even though the pump was set at 80cc/hr. The infusion should have taken four hours. The patient was sent to the ER for evaluation and then was admitted to the hospital.